Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient with a bicompartmental knee implant presented with laxity. Revision surgery is planned to exchange poly inserts.